Manufacturer narrative:
Device analysis by MFR: the device and the catheter shaft were analyzed for damage. The returned device showed no guidewire in the device. The catheter shaft showed 1 kink located 1cm from the tip. There were multiple small kinks/buckling located from the tip proximal 10cm. It was noticed that the devices infusion sheath on the outside of the catheter shaft was ballooned. A .014 test guidewire was used for inserting into the catheter shaft. The guide wire transcended through the device with a slight restriction, most likely caused by the multiple small kinks that were noticed on the catheter shaft. The device was functionally testing and the device functioned as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the infusion line was damaged and the device was difficult to remove. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in the superficial femoral artery (sfa). The device was advanced over the bifurcation and used. The device was difficult to remove. After the device was removed from the patient, the infusion line of the catheter was observed to be damaged. The procedure was completed with a balloon angioplasty. No patient complications occurred and the patient is fine.